Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('more abundant periods') in a (B)(6) year old female patient who had essure (batch no. 685779) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("more painful periods (stomach, legs, lower back)"), alopecia ("abundant hair loss"), pain in extremity ("arm pain"), muscular weakness ("no more arm strength"), limb discomfort ("heavy legs"), dry eye ("dry eyes"), eye swelling ("eye swelling"), eye irritation ("eye irritation"), fatigue ("fatigue"), dyspnoea ("shortness of breath"), ear pruritus ("itchy ear canal ear"), amnesia ("memory loss") and aphasia ("trouble finding words"). Essure treatment was not changed. At the time of the report, the menorrhagia, dysmenorrhoea, alopecia, pain in extremity, muscular weakness, limb discomfort, dry eye, eye swelling, eye irritation, fatigue, dyspnoea, ear pruritus, amnesia and aphasia had not resolved. The reporter provided no causality assessment for alopecia, amnesia, aphasia, dry eye, dysmenorrhoea, dyspnoea, ear pruritus, eye irritation, eye swelling, fatigue, limb discomfort, menorrhagia, muscular weakness and pain in extremity with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-feb-2020. The most recent information was received on 06-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('more abundant periods') in a 41-year-old female patient who had essure (batch no. 685779) inserted. The occurrence of additional non-serious events is detailed below. On (B)(4) 2011, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("more painful periods (stomach, legs, lower back)"), alopecia ("abundant hair loss"), pain in extremity ("arm pain"), muscular weakness ("no more arm strength"), limb discomfort ("heavy legs"), dry eye ("dry eyes"), eye swelling ("eye swelling"), eye irritation ("eye irritation"), fatigue ("fatigue"), dyspnoea ("shortness of breath"), ear pruritus ("itchy ear canal ear"), amnesia ("memory loss") and aphasia ("trouble finding words"). Essure treatment was not changed. At the time of the report, the menorrhagia, dysmenorrhoea, alopecia, pain in extremity, muscular weakness, limb discomfort, dry eye, eye swelling, eye irritation, fatigue, dyspnoea, ear pruritus, amnesia and aphasia had not resolved. The reporter provided no causality assessment for alopecia, amnesia, aphasia, dry eye, dysmenorrhoea, dyspnoea, ear pruritus, eye irritation, eye swelling, fatigue, limb discomfort, menorrhagia, muscular weakness and pain in extremity with essure. Lot number: 685779, manufacturing date: 2009-10, expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number:(B)(4) ) on (B)(6) 2020. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("more abundant periods") in a 41 year-old female patient who had essure inserted (lot no. 685779). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In 2014 she experienced heavy menstrual bleeding (seriousness criterion intervention required), dysmenorrhoea ("more painful periods (stomach, legs, lower back)"), alopecia ("abundant hair loss"), pain in extremity ("arm pain"), muscular weakness ("no more arm strength"), limb discomfort ("heavy legs"), dry eye ("dry eyes"), eye swelling ("eye swelling"), eye irritation ("eye irritation"), fatigue ("fatigue"), dyspnoea ("shortness of breath"), ear pruritus ("itchy ear canal ear"), amnesia ("memory loss") and aphasia ("trouble finding words"). Essure was removed in 2020. The patient was treated with surgery (bilateral salpingectomy & hysterectomy). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to dysmenorrhoea, heavy menstrual bleeding, alopecia, pain in extremity, muscular weakness, limb discomfort, dry eye, eye swelling, eye irritation, fatigue, dyspnoea, ear pruritus, amnesia or aphasia. The reporter commented: despite the operation, at the age of 51 I felt like I was 80 years old. Lot number: 685779 manufacturing date: 2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: upon receipt of follow up it was identified that argus cases (B)(4) are duplicate of each other. Therefore, argus case 2024a095741 needs to nullify from argus database. All source documents, references are transferred to retention case. (Legacy device number 2951250-2024-00463). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.